Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: proximal fem comp std; 64951001; anh4h, gmrs extension piece 50mm; 64956050; ar23s, mrs fem stem w/o body 11x127mm; 64853111; 159553a, v40 cocr lfit head 40mm/+0; 6260-9-140; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's left hip was revised due to infection (infection reported by surgeon, microorganism not identified).